Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic removal of biliary stones procedure performed on (B)(6) 2022. During procedure, a trapezoid rx basket was used to attempt to crush a 2-3 cm stone. However, the handle cannula broke. With the stone still inside the basket, the physician disassembled the handle and removed the sheath. The wire was attached to an olympus stone crusher to crush the stone and complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula was broken and was not returned. The internal wires were returned outside of the device and was found damaged and kinked. The sheath is also kinked. Dimensional inspection observed the sidecar rx was pushed back approximately 4.5 mm which is out of specification. Both screws depth and length were found within permitted tolerance. The reported event was confirmed. Based on all available information, it is possible that excess force was applied during procedure. Perhaps the manipulation, technique used, or patient's anatomical condition could have contributed to the reported event. The side car rx pushed back, damaged on the internal wires and the sheath kinked could have been a consequence of the disassembling of the handle, the sheath being removed, and the wire being attached to the bml to perform the crushing of the stone. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic removal of biliary stones procedure performed on aug(B)(6) 2022. During procedure, a trapezoid rx basket was used to attempt to crush a 2-3 cm stone. However, the handle cannula broke. With the stone still inside the basket, the physician disassembled the handle and removed the sheath. The wire was attached to an olympus stone crusher to crush the stone and complete the procedure. There were no patient complications as a result of this event.